Manufacturer narrative:
A ge service representative worked with the in-house biomedical team to investigate the device. The field service engineer recommended replacement of the control panel processor pcb and the generator interface pcb to resolve the reported issue. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system intermittently failed to boot. No patient serious injury or death was reported related to this event.